Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blocked screen. At this time, it is unknown if there was patient involvement. A service engineer inspected the device and cleaned the screen to address the issue. The unit passed all testing and operated within the manufacturing specifications.